Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) seal did not open (proximal seal didn¿t deploy ) and bleeding could not be stopped. A replacement device was used to complete the procedure. The operation was completed successfully. There was no effect on the patient.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154599 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory with the cutter on 09apr2021 for evaluation and investigated on 23apr2021. A visual inspection was conducted. Signs of clinical use and blood was observed on the delivery device, and seal. Blood was present in the delivery device, indicating in to the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly was found outside the delivery and loading device. The seal was inspected. The seal doesn't appear to have any cracks/delamination. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) seal did not open (proximal seal didn¿t deploy ) and bleeding could not be stopped. A replacement device was used to complete the procedure. The operation was completed successfully. There was no effect on the patient.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. H3 correction: changed to "device evaluation anticipated, but not yet begun". Internal complaint number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) seal did not open (proximal seal didn¿t deploy ) and bleeding could not be stopped. A replacement device was used to complete the procedure. The operation was completed successfully. There was no effect on the patient.